Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Answer: no. 2. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Answer: no. 3. How long (in minutes) did the surgery prolong? Answer: 60 minutes. 4. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Answer: no. 5. Did the fragments generated fell into patient's body? Please confirm. Answer: yes. 6. Was the needle piece removed from the patient during the same procedure? Answer: yes. 7. Were x-rays taken to locate the needle? Answer: yes. 8. Was there any patient consequence or injury? Answer: no. 9. What is the patient¿s current health status and condition? Answer: patient¿s condition is normal. 10. Was any other tissue damaged as a result of searching the needle? Answer: no. To date it has been reported that the device will not be returned. If a device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. Device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-02496.

Event description:
It was reported, that a patient underwent a vascular procedure on (B)(6) 2023 and suture was used. The suture detached from swage end intra-operatively. The surgery was prolonged by 60 minutes, but successfully completed. The needle piece was removed from the patient during the same procedure. There were no adverse patient consequences. Additional information was requested.